Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision surgery was done due to femoral derotation. Reoperation was performed and condition of patient is unknown, recovery in progress. Patient was revised to another nail construct. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis date of birth reported only as 1924. Additional product code: hwc. (B)(6). The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues during the manufacture of the product were found that would contribute to this complaint condition. No non-conformance reports were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.